Manufacturer narrative:
Lab results: installed the control pcb into test unit and immediately unit went "vent inop" e-08. Troubleshooted pcb and found ic u21 is bad.

Event description:
Rental agency states unit goes vent inop with error code e-d8 displayed. No pt info available from rental agency.